Event description:
While a customer was inquiring about how to clean the gf-uct260 to replace the cleaning machine. It was discovered that cleaning and disinfection had not been carried out by attaching a cleaning tube to the forceps raising wire channel. Although cleaning and disinfection with the endoscope reprocessor was performed, the cleaning tube was forgotten for both bedside and main cleaning. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. It was disposed of by the customer. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is considered that while the user failed to comprehend the ¿list of compatible endoscopes/connecting tubes¿, the gf-uct260 was reprocessed. The operation manual provides the following: ¿connecting tube installation¿ connect the equipment and endoscopes using the connecting tubes. To find out what connecting tubes can be used, refer to the provided ¿list of compatible endoscopes/connecting tubes <oer-5>¿. This section explains how to connect the provided connecting tubes to a typical gastrointestinal endoscope, focusing on how to connect to this equipment. For details on connecting the tubes to the endoscope, refer to the ¿instruction manual¿ provided with each connecting tube. Warning, attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. Although the ¿list of compatible endoscopes/connecting tubes <oer-5>¿ shows the applicable connecting tubes for each endoscope, it may not list the latest endoscope models. If your endoscope model is not listed, contact olympus for more information. Disconnect the connecting tubes from the connectors on the equipment whenever the tubes are not used. If reprocessing is performed while the tubes are connected, the effectiveness of reprocessing may be reduced.¿ olympus will continue to monitor field performance for this device.